Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparo-thoraco videoscope displayed a blacked-out image while being used in an unspecified procedure with a sedated patient. The outcome of the procedure is unspecified, and there was a less than 30 minutes delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of the blacked-out image was confirmed. Based on the results of the investigation, it was identified that the screen turned completely black and no images were displayed due to damage to the imaging unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.